Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on (B)(4) 2015). However, the exact cause of the user's experience and the reported phenomenon could not yet be determined as the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the suspect medical device broke/fractured and at least one fragment/part fell inside the pt. No other info was provided and it is unk if and how the fragment/part was retrieved from the pt. However, it was reported that no foreign objects were found inside the pt under endoscopic view and by x-ray. The intended procedure was subsequently completed by using a similar device and there was no report about an adverse event or pt injury.